Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Also, the device had 10 months remaining. Data analysis indicates that the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Furthermore, a device replacement was recommended or reassessed battery status within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Also, the device had 10 months remaining. Data analysis indicates that the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Furthermore, a device replacement was recommended or reassessed battery status within 90 days. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.